Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, the device image disappears when right/left angle is activated. There is no reported harm to any patient or persons.

Manufacturer narrative:
Additional information has been received. This supplemental report is being submitted to provide this information.

Event description:
Addendum jul 12, 2022: the device is an olympus repair loaner item. The issue was discovered during an equipment inspection in the repair department. The issue was not reported by the customer and did not affect any procedure.

Manufacturer narrative:
Correction: h8 - reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated where no abnormalities were found that could have caused or contributed to the event.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.